Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 1998 and presented on (B)(6) 2018 with ectasia in both eyes (ou) that was discovered at a post treatment exam. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient¿s comments were of blurred vision. The patient reported the symptoms are not significantly interfering with daily activities. The treating surgeon discussed ectasia and advised the patient to see a corneal specialist for consideration of corneal cross-linking. Bcva from (B)(6) 2018: right eye post-op 20/25 4.00 x -5.50 x 73, left eye post-op 20/20 1.00 x -2.00 x 85.